Event description:
It was reported that the lead was attempted for implant, but it was not used due to the patient's anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed). It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and the lead appeared damaged at implant. Also noted, the inner tubing was kinked/buckled.